Event description:
The physician attempted to treat patient using a hawkone and a spider fx in the right, distal superficial femoral artery. Target lesion type was soft tissue. Lesion had cto (100% stenosis). A 7f sheath and spider guidewire were used. Vessel was pre-dilated. IFU was followed. Account reported that severe resistance was experienced during withdrawal. Hawkone became entangled with the spider wire. Account reported that nosecone was bulging out and plaque was protruding out the side of the device. Procedure was completed using a stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.